Event description:
It was reported the patient had a ¿dye and then x-rays to help determine what was contributing to their pain, however the doctor had not given them any results.¿ it was noted the patient¿s device went ¿berserk a couple months prior and again when they had their dye study.¿ it was noted they were able to find someone to turn their device off. The patient was in pain.

Event description:
Additional information received reported that the patient experienced inadequate paresthesia coverage. There was a possible lead migration. The outcome was reported as ongoing with no further actions needed. No actions were taken as interventions. The etiology was unknown. The event was possibly related to the device or therapy and not related to the implant procedure. The patient tripped over a recliner and then experienced axial back pain. The patient never followed up for reprogramming or x-rays for determination.

Event description:
It was reported that the patient had "tipped over a recliner" and then had "extreme" pain at the implantable neurostimulator (ins) pocket site. The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental submitted to correct conclusion codes and patient and device codes. As well as add additional information. (B)(4).

Event description:
Additional information reported that "just pain that-it just took my breath away." It was reported that the pain was around the implant. Additional information reported that the pain started in the middle of the night on (B)(6) 2013. Patient had called the doctors office on (B)(6) 2013 but had not heard back from them. It was reported after the operation patient "didn't have any pain but then on (B)(6) 2013, patient's back was hurting." Additional information reported that patient had seen the doctor ten days prior to day of report. It was stated that "had dye put in my back and then they took the x-rays to find out what was going on." It was reported that it looked as there wasn't a whole lot more they could do for the patient. It was reported that the patient was "existing in pain all the time" and wanted to know their options. It was reported that the pain was in the back where the stimulator was. It was reported that the "stimulator kind of went berserk one night, and it was vibrating like crazy." It was reported that this happened a couple of months ago.

Event description:
Additional information indicated that the patient didn't have any pain after the implant, but less than one month prior to the report, she "woke up in the middle of the night and was hurting bad." The patient was told to go to the hospital to get a shot. It was stated that the patient went home and the next day she was still hurting. It was stated she had no falls or trauma but was trying to move a recliner and it tipped forward, and then she gave it a tug and it came back down, but that otherwise she "didn't really stress herself very much."

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the etiology was the lead and stimulator.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that one hip was bigger than the other. The patient looked in the mirror and the side where the implant was located was swollen. It was noted "this" was "several weeks ago." The patient stated it had caused her to have trouble walking. The patient noted that she "wanted it out" and was in a lot of pain. The patient stated that the doctor "put in an order" to have the device taken out but that had been two weeks and the patient had not heard anything. The patient stated a different doctor had been trying to reach the patient but she had not been answering their calls "since they were a distance away from her." The patient was redirected to the healthcare professional (hcp).